Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to device, which would not turn on. There was no patient harm. The issue was decided to be reported due to the fact that it may lead to a stop of ventilation. Identification of issue has been done by analyzing problem description and service report. Based on technician statement, the problem occurred when machine was in standby. It was found that the external fuse was blown and mains inlet was burnt. The issue has been resolved by replacing mains inlet and the device was delivered to the user in working condition. The root cause to the reported issue has not been determined.

Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The cause of the issue was related to mains inlet. According to information received, the customer was not interested to purchase part. Connected ventilator or anesthesia workstation switches to 100% oxygen when loosing air inlet pressure. Therefore, this situation is not-safety related, the alarms will be generated, and proper measures can be taken. This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Therefore, for d4 unique identifier (UDI) #, primary di number has been used from compressor mini 115v 60hz. Provided in initial and follow-up report: d4 serial # and h4 device manufacture date corresponds to device involved in the event, which is "compressor mini 230v 50hz". A correction of fields # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) # was required. D1: brand name: previous brand name: compressor mini. Corrected brand name: compressor mini 115v 60hz. D4: version or model#: previous version or model#: compr mini 230v 50hz. Corrected version or model#: 6481779. D4: unique identifier (UDI)#: previous unique identifier (UDI): (B)(4). Corrected primary di number: (B)(4).